Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. According to the initial report received via email on 19may2025, protect study patient experienced increasing descending aneurysm due to expansion of the false lumen." Event onset is 22april2022 and is ongoing. The event is recorded as probably related to the amds device and possible related to amds implant procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment for the event was provided but the event outcome is listed as ongoing. The amds device was implanted on 2019. This investigation is relegated to amds 40-40, lot number 4468 with the allegation that the device is probably related to the patient experiencing increasing descending aneurysm due to expansion of the false lumen. Additional information received 05/23/2025: treatment method/medical intervention: 3 fu (17.05.2022): at the moment no need of treatment/intervention (50 mm). Next check in one year. 4y fu (08.02.2023): lumenexpansion (false lumen) 58 mm) is still ongoing. Tevar was suggested by the site, but the patient didn¿t want that surgery. Next planned fu in 6 months. Tevar surgery was performed on (B)(6) 2023 & ballondilatation amds; etiology of event. Nothing was mentioned. Patient comorbidities:physician´s letter from 11.08.2023: diagnoses: chronic residual dissection of the thoracoabdominal aorto after acute dissection with amds-implantation; increasing descendensaneurysm caused by expansion of the false lumen; perfusion of the truncus coeliacus from the false lumen; lumenexpansion of the aorta descendens. Previously known diagnoses: nyha iii; cardiac arrythmia: a-fib; arterial hypertension; CT images: are available. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-40, lot 4468 (finished goods) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on 19may2025 (study team first became aware on 06may2025) associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿probably¿ related to the amds device and ¿possibly¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 64-year-old male who had an amds-40-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2019. Adverse event # 7 reported a vascular event as ¿increasing descending aneurysm due to expansion of the false lumen¿ with an onset date of 22apr2022 reported as ongoing. The ae form providing the following additional details ¿chronic residual dissection of the thoracoabdominal aorta, increasing descending aneurysm due to expansion of the false lumen, perfusion of the coeliac trunk from the false lumen¿. The event was deemed ¿probably¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization and medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized on (B)(6) 2023 as a result of this event. Percutaneous treatment described as ¿stent¿ was provided. The event was documented as ongoing and the patient was discharged on (B)(6) 2023. It is important to note that amds device was not removed, as there were no device malfunction or deterioration in characteristics or performance. The patient remained in the study. Additional information detailed in the physician¿s letter includes the following admission diagnoses: chronic residual dissection of the thoracoabdominal aorto after acute dissection with amds implantation; increasing descending aneurysm due to expansion of the false lumen; perfusion of the truncus coeliacus from the false lumen; lumen expansion of the descending artery. The physician's letter also detailed the following known diagnoses: nyha iii; cardiac arrythmia: a-fib; arterial hypertension. In addition to the physician¿s letter, the study team provided the following updates: 3 fu (17.05.2022): at the moment no need of treatment / intervention (50 mm). Next check in one year. 4y fu (08.02.2023): lumen expansion (false lumen) 58 mm) is still ongoing. Tevar was suggested by the site, but the patient didn¿t want that surgery. Next planned fu in 6 months. Tevar surgery was performed on 07.08.2023 & ballon dilatation amds the CT images were provided. The images were reviewed by a representative on 30jun2025. The reviewer documented the following significant finding ¿confirmation of increasing descending aneurysm¿ and agreed with the complaint description. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g., persisting flow in the false lumen)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 19may2025, protect study patient experienced increasing descending aneurysm due to expansion of the false lumen." Event onset is 22april2022 and is ongoing. The event is recorded as probably related to the amds device and possible related to amds implant procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment for the event was provided but the event outcome is listed as ongoing. The amds device was implanted on (B)(6) 2019.

Manufacturer narrative:
Please note hde number: (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.